Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1 and 2 were found bent and compressed. On the j2 connector, pin 3 was also found bent and compressed, and pins 7 and 8 were broken and missing.